Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a normal battery depletion and a lead revision for an unknown reason. The rep did not know why a lead revision was taking place. The revision was scheduled for (B)(6) 2015. It was reported that the patient had lost paresthesia from the stimulator. The patient did not relate it to a specific incident. The lead issue was observed pre-op. There was a report of a loss of effective therapy and the cause of the lead issue was undetermined. The lead and extensions were replaced and the leads were disposed. It was reported that the patient currently had good coverage and therapy was very effective. Relevant medical history includes failed back surgery syndrome.